Event description:
Information was received indicating that a smiths medical pump was displaying "battery depleted" but the beeping stops abruptly. The pump was switched out for the second pump and the second pump was doing this off and on as well. There was no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information:date of event.